Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ins experienced issues with time synchronization. The stimulator watch was updated with the clinician tablet on (B)(6) . An MRI took place on (B)(6) , and on the (B)(6) the ins clock had to be updated again. The ins then required synch ronization on (B)(6) again because it was 2 hours ahead. No troubleshooting or interventions were performed. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event. Additional information received indicated that the time on the stimulator was off again a week later. The cause of the issue was not determined. The device was synchronized again. There is no further action planned to address the issue.